Event description:
It was reported that the acoustic lens membrane was damaged by a needle and it is effecting the scanning/image. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the acoustic lens membrane was damaged by a needle and it is affecting the scanning/image was confirmed. The probe rubber scanner tip is pulling away from the scanner. The root cause: the probe rubber scanner tip is pulling away from the scanner due to an adhesive failure.

Event description:
It was reported that the acoustic lens membrane was damaged by a needle and it is effecting the scanning/image. No other information provided, at this time.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.